Event description:
Customer contacted beckman coulter inc. (Bci) regarding two erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. Customer tested two patients' samples and obtained results of 0.75 and 0.62 ng/ml which upon repeat gave results of 0.03 and 0.14 ng/ml respectively. The erroneous results were not reported outside of the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
Samples were collected in li heparin pst tubes and centrifuged at 4400 rcf for 3 minutes. Qc are run daily and were within specifications before and after the erroneous results. A field service engineer (fse) was on-site (B)(4) 2009: fse found fluid in the wash wheel and cleaned the wash wheel and performed alignments. Fse verified repairs per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.